Manufacturer narrative:
The damage sustained by the unit in the fire was too severe to find a root cause. Additionally many of the unit's components were missing or were damaged beyond recognition.

Manufacturer narrative:
Unit was returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
Patient reported that the elite became very hot. The unit was put outside the house by the user, while outside the oxygen was cut off. Unit caught fire while outside and the family put out the fire. A vital aire rep picked up the unit from the patient's house.